Event description:
Procedure type: hernia repair laparoscopic. According to the reporter: a portion of the balloon disengaged in the cavity, however, it was retrieved. It was reported to be the clear plastic tip of the balloon. A structural balloon was used when the extra view failed. No blood loss was reported and the pt has been discharged in stable condition.